Event description:
It was reported that during a patient's generator replacement surgery due to end of life, high impedance was identified once the lead was connected to the new generator. Diagnostics were performed three times. The first two diagnostic tests showed high impedance, so the lead was disconnected from the generator and reinserted to ensure complete lead pin insertion. One more diagnostic test was performed, and high impedance was still present. The physician then replaced the lead, and the high impedance resolved. According to the physician, the patient was non-compliant with visiting for regular check-ups, and there was no record of trauma or significant events that could have caused the high impedance. The lead was explanted in pieces, so the hospital threw it away.